Manufacturer narrative:
Additional information has been added which was not included with the initial report. Pump error 38 was generated since the motor stall occurred during basal delivery - suspecting the hw. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected alarms/alerts/anomalies noted during analysis. The history/trace downloads were successful using thus. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following alerts/alarms were noted on or near event date: pump error 130 on (B)(6) 2023 19:02:24.000 and pump error 38 on (B)(6) 2023 18:58:00.000. Confirmed pump error 38 due to motor stall during basal delivery. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, peeling serial number label, and battery cap contact missing. No blank display anomalies were noted during analysis, blank display not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. No pump error 130 alarms were noted during analysis, pump error 130 not confirmed. Pump error 38 confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.

Event description:
The insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported insulin pump turned off randomly and buttons pressed harder to respond. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer discontinued the use of the insulin pump and the insulin pump will not be returned for analysis.